Manufacturer narrative:
Additional information was received, and section h should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging nosebleed, nasal /throat irritation or soreness. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that unknown white powder-like dust contaminant on the sd flip door, on the blower box at the air inlet, and inside the blower box at the air inlet suggesting a filter was not used. The same white powder-like dust contaminant was observed on the front panel, pca, rear panel, on the o-ring of the rear panel, on the p4 power connector, inside the blower outlet of the blower box confirming debris in the airpath, on the blower cap, on the blower, blower seal, blower box, on the blower isolators, and inside the blower. Pieces of foam degradation were observed sitting on the blower box underneath the blower. Keratin-like contamination was observed around the blower output seal addresses the issue of keratin. Manufacturer was able to confirm the presence for degraded sound abatement foam residue in the blower box. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination and water marks in the device and are consistent with being from an external source. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The patient alleged nose bleeds, nasal/throat irritation or soreness. There was no report of serious or permanent patient harm or injury. The device was returned to philips investigation laboratory. The technician confirmed foam particles in the air path during the device evaluation. The manufacturer is submitting a final report at this time. If any additional information is received, a follow up report will be filed.